Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's eye approximately one day post implant. Reportedly, the surgeon explanted the lens because it was not sitting properly in the capsule. Additional information has been requested, but has not been received.

Manufacturer narrative:
Based on this information, bausch and lomb considers this event as unrelated to the device causality. Therefore, this event is no longer considered reportable according to bausch and lomb. Visual inspection of the returned lens found one haptic bent and the other haptic not bent. Functional testing could not be performed due to the condition of the received the lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, it is possible that patient related condition might have contributed to the reported event.

Event description:
Received additional information indicating that the lens was exchanged for an anterior chamber lens due to a broken posterior capsule (torn capsulorhexis). A vitrectomy was performed. According to the surgeon, lack of zonular integrity inferiorly was the likely cause of the event and the prognosis was reported as "good condition."